Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness and/or headache, nausea / vomiting, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.